Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in fair condition. The moment the device was powered up the device started double beeping, replace downstream sensor. The downstream sensor is the cause of the issue and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump will not stop alarming. The event occurred during use with the patient and did not indicate if a message was displayed along with the alarm. There was no reported injury to the patient.